Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left wheel lock was loose causing it to fall down and hit the rubber of the tire.